Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ the customer observed an application error affecting culture reading workflow. While testing the samples became locked. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "samples are locked", "[customer] called reporting there was a single locked sample.", "8 samples have been locked in one instance which were processed by the maldi.", "customer reports again samples locked.", "from time to time plates stay locked even after the user has done with them and passes to the next one.", "issue occurred again today. 29 plates locked, some since more than 2 hours."

Event description:
It was reported that while using bd synapsys¿ the customer observed an application error affecting culture reading workflow. While testing the samples became locked. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "samples are locked", "[customer] called reporting there was a single locked sample.", "8 samples have been locked in one instance which were processed by the maldi.", "customer reports again samples locked.", "from time to time plates stay locked even after the user has done with them and passes to the next one.", "issue occurred again today. 29 plates locked, some since more than 2 hours."

Manufacturer narrative:
H.6 investigation summary: this was recorded against synapsys material number 444150, serial number (B)(6). The evidence in this case suggests there were multiple people performing follow up work on certain samples at the same time. Therefore, this report is assessed as an unconfirmed failure of a bd product as no synapsys quality issues were identified. Service personnel reiterated to the customer that, by design, only one person can have a sample open at a time. The user was also reminded that the samples automatically lock for 2 hours if the sample is not closed. Once locked, they must wait until the timer runs out for a sample to become unlocked again. Initial and follow up investigation with this customer indicates the product performed as designed. Per baltrm-synapsys-aph revision 25, the hazard associated with this complaint would be system malfunction, which is an s1; reference ID 1. Complaints of this type were under statistical control for the months of february, march and april- the duration of this investigation- and no trend was detected. DHR review is not required for standalone software. Software operation (or functionality) is confirmed at time of installation. However, as there is no indication of any adverse trend for issues of this type, no additional action is currently indicated.